Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the last bolus recorded in the pump's history occured on (B)(6) 2014 and the last basal delivery was on (B)(6) 2014. On (B)(6) 2014 at 5:34pm, an occlusion alarm due to high force was observed and deliveries never resumed. On (B)(6) 2014 at 1:16am, a replace cartridge alarm was recorded and deliveries resumed when the pump was primed at 01:32. The pump history showed no alarms that were outside the range of normal patient use. The basal and boluses added up appropriately to total the expected total daily dose of insulin; showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within the required specification and delivering accurately. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose level between 250 and 300 mg/dl with symptoms of dehydration and difficulty concentrating. The reporter stated that the basal settings were correct in the pump when it was reviewed with a customer technical support representative. The patient discontinued pump therapy at the time of the call. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of an unspecified inaccurate delivery from the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.